Manufacturer narrative:
Correction on section g1 (contact office email address). Addition to section g1 (telephone number). Update to sections h6 (component code, type of investigation, investigation findings and investigation conclusions) the fogarty embolectomy catheter was received for evaluation. The report of "catheter broken in two pieces" was confirmed. As received, the catheter body was broken at approximately 6 cm from the y-adapter. Cross-surfaces of the broken section appeared uneven and rough. The catheter body matched at the broken location. No other visible damage was observed from catheter body, balloon, or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further investigation was performed by the engineers in the manufacturing site. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect and a potential root cause could not be established. As part of the manufacturing process there are controls in place to prevent potential causes related to the confirmed condition. These include 100% visual inspection of the balloon and verification of inflation/deflation, inspection for tube obstruction or restriction and checks for hub/shrink leakage and for bushings and tip leakage.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before using this fogarty embolectomy catheter, the catheter was broken into two pieces. There is no allegation of patient injury. Patient demographics were unable to be obtained.